Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported, the tubing set had "pinched areas either near the spike or near the clave y-site." It was reported that blood backed into the tubing set and "spewed out as if there was a hole somewhere." The amount of blood loss was unspecified. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.